Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled. One double fed issue was noted that caused 2 malformed clips, the subsequent firings resulted in 5 conforming clips. No jamming issues were noted during analysis. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that the device jammed on an unk firing. The customer used another like device to complete the case with no patient consequence.